Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow-up. The implantable cardioverter defibrillator and right ventricular lead exhibited ventricular oversensing of noise, possibly resulting from lead dislodgement. The device charged for defibrillation therapy due to the oversensing. The patient was in stable condition.

Event description:
Additional information noted the implantable cardioverter defibrillator was explanted and the right ventricular lead was capped due to lead fracture.

Event description:
New information states that the patient was stable before, during and after the procedure.